Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to serious injury or death.

Event description:
Initial reporter indicated that she was in the operating room with a vns patient for a generator replacement due to end of service. Intraoperatively, it was noted by the surgeon that the "silicone tubing of the lead had fluid in it." He reported a "small amount of serious fluid present in lead." Pulse generator was replaced and lead was left implanted. Subsequent system diagnostics test yielded results within normal limits.